Event description:
It was reported that the patient receiving inadequate coverage. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.